Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as "home patient (hp) made an error during the priming stage of the machine in which the hp primed the machine too early, then stopped the machine, disconnected, and then restarted the priming process". The peritonitis was manifested by cloudy effluent. The same day as the peritonitis diagnosis, the patient was treated with an unspecified antibiotic (intraperitoneal, for 2 weeks) for peritonitis. Pd therapy was ongoing. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.